Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and motor test. No unexpected no delivery or motor error alarms were noted. The pump was received with cracked case at display window corners. The pump was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 573 mg/dl. The customer treated the high readings with a bolus. The mother stated that there was also a no delivery alarm on the pump. The customer stated that the alarm was resolved by a complete set change. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.